Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, data files were provided for review. Reviewed of the data files confirmed that the device functioned as designed during the event. Review of the impedance data suggested chest movement consistent with CPR during the analysis period, which may have interfered with rhythm interpretation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.